Manufacturer narrative:
Updated block: h6. During laboratory analysis, product surveillance technician (pst) observed the light emitting diode (led) not functioning and the maintenance screen was not detecting the power manager board. Temporarily replacing the generic board restored the functionality of the power manager board. Per data log analysis, on (B)(6) 2018, the power managers module ID was 02019. The next power up on (B)(6) 2019, the module ID changed to 03316 indicating the power manager was replaced. The system is rarely used which is why the log goes so far back. On (B)(6) 2018, the system was powered up. On (B)(6) 2018, the power manager stops outputting messages even though the system is still powered. The system is powered off on (B)(6) 2018 and not powered up again until (B)(6) 2019. The power manager is still missing, no messages are seen. This would likely match the reported behavior. The system is powered off on (B)(6) 2019 and not powered up again until (B)(6) 2019. The power manager is still missing, no messages are seen. The system is powered off and powered up again on (B)(6) 2019. The power manager is still missing. The system is powered off and not powered up again until (B)(6) 2019 when the issue was reported. The power manager was replaced with module ID 3130 and is operating normal again. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the fsr, the unit was sitting in storage and had never been used clinically. He replaced the power manager board. The unit operated to the manufacturer's specifications. The suspect part was sent back to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the power manager board light emitting diode (led) was not working. It did not light up at all in any of the three colors. Once in the maintenance screen, the power manager board was not present on the module identification (ID) list. There was no patient involvement.